Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to wear of the forceps elevator lever the up/down knob could not be locked securely, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had white-clouded area, due to clogging of the nozzle the water removal ability did not meet the standard value, the universal cord had a wrinkle and a scratch, the protector of the universal cord on the s-connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the forceps channel port was shaved, the objective lens had a scratch, the adhesives around objective lens had white-clouded area, and the plastic distal end cover had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus for evaluation. The air/water nozzle was was flushed with air and water and a detergent solution. The air/water nozzle was wiped/brushed with clean a lint-free cloth, brush, or sponge with no reported delays or abnormalities the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an angulation issue. It is unknown when the issue was observed, and there were no reports of patient or user harm associated with the event. The device was returned to olympus for a device evaluation and found foreign material attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.